Event description:
The following information was reported on (B)(6) 2014: the physician deployed a mynxgrip and everything went well during the procedure. However, one mynx was opened and contaminated on the table by the physician picking up the mynx and accidentally hitting it on something that was not sterile, before the device going into the patient, and the device was discarded. Then another mynx was pulled and used correctly. Before the patient was discharged from the hospital, he presented with a groin infection about 24 hours later. He was treated with medication for the infection, but discharged from the hospital before the infection cleared. The patient was admitted through the emergency room about 24 hours later with a major systemic infection, given epidural medication by the anesthesiologist and became paralyzed from the neck down. The patient was described to have many medical complaints like high blood pressure, obesity, and major arterial disease. The physician thinks the infection came from something related to the patient's history. The event occurred approximately 3 months ago, but no specific date was provided. No further information is available. Procedure type: coronary.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use.